Manufacturer narrative:
The facility replaced the bed exit tape switches to repair the bed.

Event description:
Alleged the bed exit will not alarm when weight is removed from the bed unless the bed exit board is unplugged.